Event description:
It is reported that the day following initial implant date, the loop (haptic) was observed to be in front of the iris; the haptic was later repositioned to correct. It is noted that the event may have occurred due to the shape of the patient's eye and that the surgery to relocate the haptic would not affect the visual acuity of the patient. Follow-up information provided from the doctor indicated that the report was not attributed to the lens. It was attributed to the procedure. The patient's outcome was good health.

Manufacturer narrative:
The serial number is unknown and therefore do not know the expiration date or manufacture date. (B)(6). Haptic repositioned; intervention required. Device remains implanted. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.